Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using a bd¿ syringe with luer-lok¿ tip, medication is left in the syringe, compromising the volumetric accuracy of the dose. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: 7326579 was produced on 1/27/18 with zero defects found in DHR 1 sample returned had clear liquid inside syringe showing evidence of leakage past the stopper, the other sample showed no evidence of leakage past the stopper. Only 1 was returned with opened package. Syringe that showed no leakage was leaked tested and no findings of leakage was observed. Investigation conclusion: leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended.

Event description:
It was reported that when using a bd¿ syringe with luer-lok¿ tip, medication is left in the syringe, compromising the volumetric accuracy of the dose. There was no report of injury or medical interventions.